Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection (unknown onset)" and "abscess" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "infection, abscess formation, pseudomonas aeruginosa culture."

Event description:
Healthcare professional reported "infection, abscess formation, redness, swelling, pseudomonas aeruginosa culture" for unknown-side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date on the initial medwatch should be 06/30/2023.

Event description:
Healthcare professional reported "infection, abscess formation, redness, swelling, pseudomonas aeruginosa culture" for unknown-side. Device remains implanted.